Event description:
The initial reporter forwarded copies of medical documentation to shiley. According to a translation, the pt was diagnosed with acute mitral valve insufficiency due to a fracture of the strut and embolism of the mitral valve disc into the abdominal aorta.